Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There was no data in the black box or download histories from the time of the reported hospitalization due to continued patient use. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient's mother contacted animas to report that the patient was hospitalized on the morning of (B)(6) 2011 with a diagnosis of dka. The patient's mother reported that prior to going to the ER the patient's blood glucose was over 500 mg/dl and the patient had been vomiting on (B)(6) and (B)(6). At the time of admission the patient's blood glucose was in the high 400's mg/dl. At the time of troubleshooting, the reporter reviewed pump history and settings and confirmed bolus history was correct, basal settings and basal total daily deliver matched and there were no suspensions. The patient's mother also confirmed there was no redness or bleeding at the site. The patient's grandmother took off the site and was unable to confirm if there was any bending or kinking of the cannula. At the time of the call, the patient's mother mentioned that she thought the patient may have had a stomach virus that brought the high blood glucose. This complaint is being reported because the patient was treated for hyperglycemia by an hcp while on insulin pump therapy.